Event description:
A patient reports while wearing a pod for longer than 48 hours the patients blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving an occlusion alarm.

Manufacturer narrative:
The returned device was evaluated and pod was received fully deployed. An 0x14, pod is occluded, hazard alarm was observed in the pod data along with timeouts. The observed hazard alarm confirms the user reported event. No damages or deficiencies were observed that could have contributed to the occlusion alarm. The cause of the occlusion alarm could not be determined. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of this damage is unknown. Despite the damage, fluid was still able to travel the complete fluid path. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.